Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer also stated they were unsure if they held a button down for three minutes or longer. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.